Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the expiratory heater wire pins of an rt340 adult dual-heated with evaqua breathing circuit were damaged, preventing connection of the breathing circuit to the heater wire adaptor. This was observed prior to patient use.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the expiratory heater wire pins of an rt340 adult dual-heated with evaqua breathing circuit were damaged, preventing connection of the breathing circuit to the heater wire adaptor. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the expiratory and inspiratory limbs of the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. The heater wire pins were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the heater wire adaptor on the expiratory limb was not achieved as one of the heater wire pins was bent. No fault was found with the inspiratory heater wire. A lot check revealed no other complaints of this nature for lot number 120713. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. This suggests that the inspiratory heater wire pins were damaged post production. It is possible for the user to damage the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual-heated with evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.